Manufacturer narrative:
The product has been received for eval. However, eval is not yet complete. A follow up MDR will be submitted.

Event description:
Received info stating customer received a low battery alert and charged the pump throughout the night. The following morning the pump would not turn on. The customer's blood glucose level was not impacted.